Event description:
During an endobronchial ultrasound (ebus) procedure, the maj-1351 latex balloon detached from the tip of the scope when pulling back the endoscope.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.